Event description:
The complainant reported that a distal dissection occurred during delivery of the brachytherapy beta-rail delivery catheter. The interventional cardiologist inserted a stent following the brachytherapy phase of the procedure. No additional surgery was required. Pt condition is stable.